Event description:
Caller reported a malfunction on pump, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer contacted technical support, who provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. Customer was advised to call back if any malfunction code recurs.